Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative regarding a patient who was receiving fentanyl (concentration 25 mg/ml, dose 5.553 mg/day), marcaine (concentration 5 mg/ml, dose 1.1106 mg/day, and dilaudid (concentration 25 mg/ml, dose 5.553 mg/day) via an implantable pump for non-malignant pain. Other listed medications were clonopine, movantic, metoprolol, flourosemide, escutalopram, simvastin and citracal. Patients medical history was listed as hypertension, chronic back pain and heart disease. On (B)(6) 2017, the patient started experiencing tremors and altered mental status, a recent pump refill was a factor that may have led or contributed to the issue. The company representative interrogated the pump and found no malfunctions, the patients daughter stated that she begun to experience the symptoms post pump refill. The pump was placed on minimum rate per the managing doctor. At the time of this report, it was unknown as to whether the issue was resolved, patient status was ¿alive ¿ no injury¿. The company representative was to obtain information from the health care professional on april 10. Surgical intervention did not occur and it was unknown as to whether it was planned. According to the session data report provided as examined on 2017-apr-03, the estimated elective replacement indicator was 77m, the most recent refill was (B)(6). No further complications were anticipated/reported the company representative was unaware of an intervention performed at this point. The cause of symptoms had not been determined and the patient was to follow up with managing doctor. As of april 13th, the company representative was unaware of her status and would follow-up with the managing doctor¿s office on (B)(6). No further complications were anticipated/reported. As of (B)(6), the patient was still in the hospital. The doctor's was still not sure of the cause of the symptoms. Her pump was set to minimum rate. The company representative spoke with his office and they were unable to confirm any actions taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.